Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window were noted during the visual inspection. The insulin pump had intermittent button response due to moisture damage on the keypad traces. No button error alarms were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error alarm on the insulin pump. Customer attempted to give a manual bolus and the buttons were unresponsive and the insulin pump had a blank screen. Customer's current blood glucose reading is 126 mg/dl. No further information reported.